Event description:
Procedure: laparoscopic inguenal hernia repair. According to the reporter, the surgeon stated that the anchoring balloon did not initially inflate well, under direct vision, after a few pumps, the laparoscope was slid forward to develop the visual channel which was when the hood was seen (one of the wings of the balloon) separated from the trocar and free floating in the preperitoneal space. It was retrieved. No tissue loss, no tissue damage, no extension of incision, no blood loss, no delay in surgical time. The piece was pulled through the trocar to retrieve.

Manufacturer narrative:
(B)(4).